Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the diagnostic times were off by two hours when the device was interrogated by the programmer. The time was updated on the programmer; however, when the device was re-interrogated the diagnostic times still varied by two hours. The device is still in use. No patient complications have been reported as a result of this event.